Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) no error code observed. During the evaluation it was found that the circulation pump had failed. Circulation pump was replaced. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when attempting to replace the circulation water, the arctic sun device did not begin suction. After leaving it for about 2¿3 minutes, suction started. Once suction was completed and the tank water level reached ¿5,¿ the device was operated in manual mode at 25°c for 20 minutes, 4°c for 10 minutes, and 40°c for 20 minutes. During this operation, the suction pressure was ¿6.9 psi, and the flow rate exceeded 3 l/min. After stopping the device once and operating it again in manual mode, the negative pressure dropped to ¿0.1 psi.